Event description:
A report was received that a patient is having difficulty charging as a result of having an MRI performed and the use of a defibrillator to resuscitate the patient after a heart attack. The heart attack was not related to the device. A revision procedure has been recommended.